Event description:
It was reported that a small volume intermate was observed to have particulate matter in the bladder. The unit contained unspecified amounts of meropenem, ceftriaxone, ceftazidime, and sodium chloride. There was no patient involvement. Additional information was requested and is not available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection (via the naked eye) as well as through microscopic inspection was unable to note any particulate matter or other nonconformities. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.